Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a. Reported he received a patient from the ccl who was having high pressure and then helium loss alarms and blood noted in helium drive line during troubleshooting. Md took patient back down to the cath lab and replaced the iab". No patient harm or injury. The patient status is reported as "fine".